Manufacturer narrative:
Additional information: sponsor assessed event is causally related to the device but not related to antiplaletlet medications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The patient recovered. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx drug eluting stent was implanted into the lad. Approx 4 months post index procedure, the patient suffered index lesion stent thrombosis. 100% occlusion of the lad was reported. The investigator assessed the event as probably related to the index device and possibly related to anti-platelet medication.